Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, remaining in a pairing failed state after an extended period, and the user chose to replace the sensor and successfully entered pairing mode with a new sensor, indicating an intermittent communication issue associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.